Event description:
This lead was explanted due to a lead fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 13 cm distal to the is1 connector pin. The proximal and the distal lead fragment were received. An extraction tool was inserted in the distal lead fragment. The received fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 13 cm and 10 cm proximal to the lead tip the insulation was found damaged. This damage can be considered as the root cause of the clinical observation. The characteristics of the damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the shock coil was deformed which most likely occurred during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.